Manufacturer narrative:
Concomitant medical product: 5076-35 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with arrhythmia and heart block. Upon device interrogation, the right ventricular (rv) lead exhibited no capture, undefined impedance qualified as high, and a possible fracture. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.